Event description:
During an event when the physician was priming the sentry balloon catheter, a leakage at the proximal segment of the balloon was noticed. No complications with the pt were reported to have occurred as a result of this event.